Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. Blood glucose (bg) value not provided. Reportedly the customer was hospitalized on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin to address the issue. Customer was discharged later that same day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin.